Event description:
A garbin evo linde ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the garbin evo linde device at the third-party service center, a "service required" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's internal battery and system board to address the error codes. Additionally, the device's machine flow sensor, blower assembly, one in-line filter prox and in-line filter are contaminated with dust and need replaced. Due to 4 years preventive maintenance the device's air inlet foam filter, particulate filter and muffler assembly need to be replaced. The other errors found in log do not require any corrective actions. The unit was not serviced due the customer's request for the device to be return unrepaired.